Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-02375. It was reported the patient developed 3 blood clots shortly after their permanent implant procedure. Allegedly, the blood clots were removed as well as the patient received a four- compartment fasciotomy on both legs to address the issue. No further information is available at this time.

Event description:
Device 2 of 2 : reference MFR. Report#1627487-2018-08993. Additional information received indicates the patient has received several injections, radial frequency treatments, as well as they have been programmed on several occasions all to no avail. Reportedly, the patient was referred to another surgeon who ordered an MRI to further evaluate the spine and a surgical consult. The patient has declined further assistance regarding the issue at this time.